Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and left ventricular (lv) lead were attempted to be implanted but not used. The rv lead was implanted without issue; however, during the course of implanting the lv lead, the patient suddenly felt unbearable chest pain and struggled repeatedly. The surgeon halted the surgery and performed a color doppler ultrasound examination. The patient had suffered a severe pericardial tamponade. The patient¿s heart had been punctured. The rv lead was partially removed with the remaining lead capped and left in the patient. The lv lead was removed. No further patient complications have been reported as a result of this event.